Event description:
Customer reported receiving inaccurate glucose reading from their precision xtra meter and self administered his insulin regiment accordingly. Customer reported experiencing symptoms of mouth and tongue numbness and "felt like he had a tooth pulled", then loss of consciousness afterward. Paramedics were called and treated the customer with "a sugar shot and half a pound of sugar and orange juice" to counteract his symptoms. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.